Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple orders were not crossing and both two orders for different patient. Customer had to put the device on critical override, did reboot the system and tried again but issue persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 29-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the multiple orders were not crossing, including two orders for different patients. A technical support specialist (tss) dialed in to the server via pes and verified that the patient was already admitted. No order identification was found in ephi. The downtime query was run on the server. It was confirmed that messages were being sent from carefusion coordination engine (cce), and the station synchronized information was checked, showing that station were synchronizing with the server. The system functioned as intended after the technical support specialist investigated the device.